Event description:
While infusing tumescent solution with the wells johnson infiltration tubing, a leak occurred at the end of the roller ball that is attached something similar to a zip tie. Additional tubing was used, while infusion the same tumescent solution the tubing broke off at the same area mentioned above. Pieces of both defective tubes saved, tubing with the same lot number